Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited the message "invalid parameters, reset to nominals". The device was returned to nominal settings.